Manufacturer narrative:
This was defined as interoperability occurrence. Per monitoring and as per confirmation with rse onsite with the nurse, the issue was stable by 1100h charting time up to present. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that for bed 7 ip-003 and ip-015, incorrect volume was infused. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote service engineer (rse) spoke to the customer. The rse found there were two pumps that encountered multiple disconnection issues; ip-015 from 20 feb 2023 2350h to 21 feb 2023 0306h(located at channel 4), which was then replaced by ip-003(from channel 2 to channel 4). Aside from the multiple disconnections, the rse also detected a ¿reset of total infused volume¿ six times between 2350h to 0943h (plus the pump replacement at 0306h and the pump re-assignment after fluid label change). The rse informed the nurse to help to monitor the issue, and asked the nurse to try and swap the link bridge currently in use by ip-003 in case the issue happens again for troubleshooting/isolation purposes. If the issue persists after replacing/swapping the link bridge, the rse will proceed to request an link bridge (ec80) replacement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).